Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed. There were no patient complications nor injuries reported.